Event description:
It was reported that balloon deflation failure occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, it was noted that after inflation, the balloon would not deflate. The device was completely removed from the patient's body but in an inflated state. No patient complications were reported.